Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
An ankle fusion surgery was done on both sides at (B)(6) 2018. [Fixation of the right foot] when drilling into the screw hole for the distal lateral calcaneus hole through the target device it was interfered with the nail. After re-tightening the target device, although the drill was interfered the target devices, drilling was done and the screw was fixed. Similarly, the screw hole from the back of the calcaneus interferes, and fixed by free hand. [Fixation of the left foot] when drilling into the screw hole for the distal lateral calcaneus hole through the target device it was interfered with the nail. Therefore, the fixation was not done and the surgeon fixed the posterior side of the calcaneus. However, drilling from the back interfered with the nail and the drill broke. The broken drill was able to be removed. Finally, it was fixed by free hand.

Event description:
An ankle fusion surgery was done on both sides on (B)(6) 2018. [Fixation of the right foot] when drilling into the screw hole for the distal lateral calcaneus hole through the target device it was interfered with the nail. After re-tightening the target device, although the drill was interfered the target devices, drilling was done and the screw was fixed. Similarly, the screw hole from the back of the calcaneus interferes, and fixed by free hand. [Fixation of the left foot] when drilling into the screw hole for the distal lateral calcaneus hole through the target device it was interfered with the nail. Therefore, the fixation was not done and the surgeon fixed the posterior side of the calcaneus. However, drilling from the back interfered with the nail and the drill broke. The broken drill was able to be removed. Finally, it was fixed by free hand.

Manufacturer narrative:
Corrections to concomitant medical products/device evaluated by MFR. The reported event that target device gamma3® was alleged of 'distal misdrilling / problems during drilling' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to be user related. The failure was caused by using the wrong targeting device for the surgery reported. Indeed, the catalog# of the device reported is 1320-0111, which is used for proximal femur interventions, whereas, for an ankle fusion, the catalog# of the product that should have been used is the 1806-3212. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.